Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified vessel. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon inflation at unspecified pressure, the balloon ruptured due to severe calcification of the lesion. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The distal tip was damaged. There was a 10mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the marker that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified vessel. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, upon inflation at unspecified pressure, the balloon ruptured due to severe calcification of the lesion. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.